Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the lifevest. The patient's nurse reported that the rehab facility used: interdry, eucerin and lotion on the irritation. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's physician advised the patient to return the lifevest. Outcome of the skin irritation is unknown.